Event description:
A health care professional reported a blood test result on the a1cnow system was 11.3% and a comparison result on the lab's system was 8.1%. The difference between the tests could be clinically significant. No adverse event was alleged. The product is expected to be returned for evaluation. A replacement kit was sent.

Manufacturer narrative:
Patient information was not provided.